Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the bottom trigger of the system 7 dual trigger rotary stuck and continued to run on its own during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the bottom trigger of the system 7 dual trigger rotary stuck and continued to run on its own during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of run on was confirmed. During the functional inspection the tech confirmed a drivetrain primary failure as the cause for the reported event. A drivetrain (front end assembly) failure can cause issues with device functionality.